Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The patient was treated with intraperitoneal (ip) injections of vancomycin (1gm, immediately) and meropenem (1gm, once daily). The cause of the peritonitis was unknown. At the time of this report, the patient was recovering from this event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.